Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic inguinal hernia repair procedure, the device was not firing properly, every other tack would not fire. The device also had partial fires, the tack would fire and fix to the mesh but would not release resulting in the mesh being torn. There was no patient harm.